Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to cracked end cap. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer was performing a set change, and the insulin pump failed to recognize the reservoir, which was the same one that had been used that morning. It was also stated that insulin was shooting out and no numbers were on the screen. The customer reportedly tried again with a new reservoir, but insulin again shot out. No prime rewind alarm was received. The customer was advised to use both new reservoir and tubing. Insulin shot out, once again. The customer was advised to discontinue use of this insulin pump and revert to a back-up plan. Nothing further was reported.